Manufacturer narrative:
The reported complaint of device breakage and falling apart is inconclusive. The device in question is not available for return and evaluation. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, nor a root cause determined the manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: the balloon; the forward "cervical" cup; the back or vaginal cup; the locking assembly with thumb screw; the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with a vcare small (32mm) cup # 60-6085-200a, lot 202011161 experienced by (B)(6) hospital on (B)(6) 2021. It was reported that during use the vcare failed, the cup came off. It is noted the procedure was successfully completed by using another vcare. There was no impact or injury to the patient as their current status is reported to be "healthy". Additional information received indicates the case was a da vinci robotic assisted total laparoscopic hysterectomy with bilateral salping-oopherectomy, omentem biopsy, and sentinel lymph node biopsy. The vcare had been in the patient approximately 1 hour. The scrub tech was removing it from the uterus after the colpotomy was completed by the surgeon. The shaft portion broke off, leaving the green and blue cups inside the patient. The cups were intact but slid off while inside the patient. The balloon was also intact but detached. The green cervical cup was not sutured in place when the issue occurred. All the pieces of the vcare were removed from the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence for the breakage of the device.